Event description:
It was reported that one endeavor stent was implanted in the mid-lad. The pt suffered from stable angina at the time of treatment. The pt had a q wave mi prior to stent placement, on an unknown date. The pt suffered a non-sudden cardiac death 5 days after the stent was implanted. The investigator reported that the pt was having recurrent vt/vf. The pt was in congestive heart failure and was in cardiogenic shock for which he was put on iabp and mechanical ventilation. Check angiogram revealed pt stent. Investigator has indicated that death was not related to the study stent. Please note that this device is not distributed in the united states.